Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided which states that as of (B)(6) 2016, the patient is improving clinically. The pleural effusions and chest infections have cleared but the patient remains on antibiotics. On (B)(6) 2016, the ventricular assist device (vad) showed a potential increase in watts without and increasing lactate dehydrogenase (ldh) or bilirubin in urine. The patient was subsequently placed on dual anti-platelet therapy and watts were normalized the next day. There were no new ischemic events. The patient's platelet function was completely inhibited. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Device remains implanted.

Event description:
It was reported that the patient developed a progressive left pleural effusion that did not respond to diuretics. Previous to that, mediastinal drainages had been taken out and patient started to walk through the ward. On 11/1/2016, the cardiologist reported that left pleural effusion is likely induced due to irritation by the pump and drainage was still necessary. The drainage was serosanguinous fluid of greater than 600 ml per day. When the chest drain was re-installed, the right ventricle was perforated and the patient developed moderate hemorrhagic pericardial effusion. Anticoagulation was held for 2 days. Secondary to the drainage, the clinical course was complicated with a pneumonia and sepsis that responded to broad spectrum antibiotics. In this context of severe inflammation, the patient had a small spike in power (from 2.8 baseline to 3.2) and had a minor stroke without any sequelae. The power spike resolved by itself. The patient is now on 300 mg of aspirin (we went up from 150 mg when this happened) and enoxaparin with fxa control. Ldh has been between 400-500. Haptoglobin and bilirubin are normal.